Event description:
While performing bench service for the device, it was identified by an authorized technician that the unit experienced a defib test failure during operational testing. There was no patient involvement. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 15-dec-2021. Upon evaluation of the device by an authorized bench technician, it was discovered that the device was failing the defib test portion of operational testing due to a short circuiting power pca. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the power pca. The customer was advised that the power pca would need to be replaced to return the device to working condition. After recommendations were provided for the repair, the customer declined further service and the unit was returned unrepaired. There is no indication of a systemic problem. No further investigation or action is warranted.